Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is leaking water. The patient alleges nausea and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is leaking water. The patient alleges nausea and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone-based disinfection device. In previous report, event description (b5) was mentioned incorrectly, correct event description should be - in this report, box b, h has been corrected/updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is leaking water. The patient alleges nausea and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes no visible foam degradation and unit got scrapped. Evaluation method code grid, evaluation results code grid, and conclusion code grid updated.